Event description:
It was reported that on (B)(6) 2023, a 14mm amplatzer septal occluder was chosen for atrial septal defect (asd) closure with a 9f amplatzer trevisio intravascular delivery system. It was reported the patient's defect was sized 10-11mm via guidewire measurement and not balloon-sized. The 14mm occluder was positioned on the atrial septum via intracardiac echocardiography. An aortic rim position was noted and assumed to be out of the imaging plane and not an issue for device stability. The 14mm device was checked for stability via push-pull maneuver and confirmed via fluoroscopy the device was still stable. The device was released from the delivery cable. It was then reported the released device quickly embolized to the descending aorta. It was reported the embolized device did not cause a partial or complete blockage of blood flow. A decision was made to prepare and implant a replacement 20mm amplatzer septal occluder using the same 9f trevisio delivery system. The replacement device was implanted successfully. It was reported a 14f arterial delivery sheath was introduced into the right femoral artery where a gooseneck snare was used to capture and explant the 14mm occluder without issue. It was reported the patient may have developed a small hematoma at the groin or vascular access site. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information form the field indicated that a larger sized device (20mm) was successfully implanted. It was also indicated that the aortic rim and atrial septum being in different imaging planes contributed to the device embolization and that the defect was not sized with a balloon, as recommended in the instructions for use. Please note, per the instructions for use, " balloon sizing should be used to size the atrial septal defect using a stop-flow technique. Do not inflate the balloon beyond the cessation of the shunt (such as, stop-flow). Do not overinflate."